Event description:
It was reported that the cup has failed. The "metail" marking ring has come adrift from the acetabular cup and has migrated into the pelvis. Revision surgery performed to remove the ring.